Manufacturer narrative:
Unit received with blank display anomaly due to moisture damage on electronics assembly. Unable to perform the rewind, prime/seating, basic occlusion test and force sensor test due to blank display. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.